Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous distal right coronary artery (rca). The unspecified size apex balloon catheter being used for pre-dilation was advanced to the lesion and ruptured at 10 atms after an unknown number of inflations to 10 atms. It was reported that the balloon catheter was pulled back into the guide catheter between inflations. The device was removed intact from the patient. Additional dilation was not performed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).